Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient of unknown age, gender, and ethnicity. Medical history included diabetes. Concomitant medications were not provided. The patient reportedly started using the humapen savvio pen (graphite) many years ago; indication for use not provided. On an unspecified date, it was noted that something with setting the dose at the dosage button with the plunger did not work. This humapen savvio device was associated with product complaint (B)(4)/lot number 1302v08. The operator of the suspect humapen savvio device was the patient and their training status was not provided. The general device duration of use was reportedly many years (details not provided) and the duration of use for the suspect device was not reported. The suspect humapen savvio was returned to the manufacturer on 03jul2018.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 31aug2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that their humapen savvio device was not working and there was difficulty setting the dose. No adverse event was reported. Initial screening of the device associated the case with the reportable malfunction "bulkhead failure." Investigation of the returned device (batch 1302v08, february 2013) determined that this case was not associated with this reportable malfunction. The investigation found a glue bond failure between the dial nut housing and the bulkhead, which is not considered to be a reportable malfunction. A comprehensive manufacturing investigation, including batch record review, retention sample review, and a complaint history review did not identify any deviations/events related to the glue bond failure, and no indications of inadequate glue quantity or curing issues were identified. The investigation did not identify any manufacturing-related root causes. In addition, the investigation indicated that the glue bond was properly applied at the manufacturing stage. The investigation concludes that this type of glue bond failure is an isolated event and no corrective action is planned at this time. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a patient of unknown age, gender, and ethnicity. Medical history included diabetes. Concomitant medications were not provided. The patient reportedly started using the humapen savvio pen (graphite) many years ago; indication for use not provided. On an unspecified date, it was noted that something with setting the dose at the dosage button with the plunger did not work. This humapen savvio device was associated with (B)(4). Lot number 1302v08. The operator of the suspect humapen savvio (graphite) device was the patient and their training status was not provided. The general device duration of use was reportedly many years (details not provided) and the duration of use for the suspect device was not reported. The suspect humapen savvio was returned to the manufacturer on 03jul2018. Update 22aug2018: additional information received on 22aug2018 from global product complaint database. As a device specific safety summary was not provided, the malfunction and malfunction type were not updated to no at this time for (B)(4). Associated with lot 1302v08 of a humapen savvio (graphite) device. No new information was added to the case. Update 31aug2018: additional information received on 30aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for the suspect humapen savvio (graphite) device associated with (B)(4). Which was returned to the manufacturer on 03jul2018. Corresponding fields and narrative updated accordingly.